Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath small and a hemostatic valve separation issue occurred. It was reported that there was bleed back through the valve of the vizigo¿ sheath. The sheath was replaced, and the issue was resolved. The hemostatis valve (gasket) did not dislodge inside the hub; however, it was partially dislodged outside the hub. The brim cap/hub did not become detached from the sheath. The sheath was being used on the patient. No air entered the patient¿s body. No adverse patient consequence was reported. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The valve issue could be related to the resistance reported by the customer. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4) it was noted that the incorrect manufacturing date and expiration date were submitted under 3500a initial report (B)(4). Therefore, the correct dates are included on this report. The manufacturing date was updated from 12-jul-2022 to 05-dec-2022 and the expiration date was updated from 12-jul-2023 to 05-dec-2023.

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath small and a hemostatic valve separation issue occurred. It was reported that there was bleed back through the valve of the vizigo¿ sheath. The sheath was replaced, and the issue was resolved. The hemostatis valve (gasket) did not dislodge inside the hub; however, it was partially dislodged outside the hub. The brim cap/hub did not become detached from the sheath. The sheath was being used on the patient. No air entered the patient¿s body. No adverse patient consequence was reported. The hemostatic valve separation issue is MDR reportable.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).